Manufacturer narrative:
The thermogard xp ivtm console (sn (B)(4)) was evaluated at customer site. The customer reported issue of thermogard displaying airtrap alarm was confirmed during the event log review. The damaged airtrap sensor block was replaced to remedy the fault. Following the repair and replacement, the thermogard passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. Visual inspection was performed and noted no damage upon review. Functional test was not performed due to the presence of liquid on the airtrap sensor block. The event log was reviewed and the occurrence of multiple mid09 error messages on the reported event date confirmed customer complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
As reported, the thermogard console displayed an airtrap alarm. No leak was observed on the start-up kit (suk). Following this, the user switched to another console to continue the therapy using the same suk. No additional information was provided. No known patient consequences or harm was reported.